Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had experienced no label or missing label information (all packaging levels). The following information was provided by the initial reporter: the customer stated the product was missing the label.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes had experienced no label or missing label information (all packaging levels). The following information was provided by the initial reporter: the customer stated the product was missing the label.